Manufacturer narrative:
The insulin pump was received with detached end cap and loose drive support disk; unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the detached end cap. The insulin pump had cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's mother advised the back of the insulin pump has fallen out and being pressed back and taped to hold it in place. Customer's mother advised the drive support cap has been damaged for the past 60 days and the crack on the reservoir compartment has been there for almost a year. Customer's blood glucose level has been high for almost a week. Troubleshooting for the cosmetic damage was performed. Customer's mother described the damage to be in the reservoir compartment area and drive support cap area. Customer also advised that the device was dropped. Customer's mother was advised to call the customer and have them disconnect from the insulin pump and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.